Event description:
It was reported that the electrode tip had disintegrated. The tip fell into the patient. The doctor opened another probe and it did the exact same thing. No delays were reported. The doctor was able to finish the case with another probe. Electrode was removed from the patient.

Manufacturer narrative:
Device has yet to be received for evaluation. Investigation is on-going. Once complete, a follow- up report will be submitted.